Event description:
Reporter states that he rec'd an implantable defibrillator in 2005 and 4 mos later (2006), it went off, not because of his heart, but because the lead wires had corroded. St jude said that they had forwarded all info to FDA and he was told he could only be compensated for out of pocket money, he spent. He spent 2 months in the hosp that caused him to miss his time at the beach and on his bike for which he feels, he should receive due compensation.